Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced a stoma infection and on (B)(6) 2019 was admitted to the hospital. The infection was diagnosed as mrsa and the patient was treated with intravenous (IV) antibiotics during an eight day hospital stay. On (B)(6)2019, the patient was discharged home and was doing well.